Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 5, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint handpiece and lens were received. Visual inspection under magnification revealed the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used which could contribute to the complaint issue. The cartridge and cartridge tip was observed to be damaged. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. The lens was received taped to the handpiece; the lens was removed and observed to be coated in viscoelastic and tape residue. The lens was cleaned revealing that the lens was damaged and scratched. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as it is not a united states format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was damaged. The customer reported that when moving the injector, it felt stiff, it was disassembled and a crack was observed in the optical area. Neither the cartridge nor the iol contacted the patient. There was no medical intervention such as incision enlargement, vitrectomy, or sutures. The customer indicated the issue was not related to use error. No further information was provided.